Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed an out of calibration force sensor and contamination on the force sensor assembly. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing; the load step did not recognize the cartridge and dispensed fluid emitting a "no cartridge detected" warning. The pump was opened and moisture damage was found inside the pump along the power flex, vibration motor and force sensor circuitry.

Event description:
It was reported that the cartridge was emptied during the load step. There is no additional information available at this time.